Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this electrode was exhibiting oversensing of noise as well low amplitude measurements. An x-ray performed indicated the electrode was not positioned optimally. Surgical intervention was performed and the electrode was repositioned. An induction test was performed successfully and the system remains in service. No adverse patient effects were reported.